Manufacturer narrative:
Medical device continued: product ID dtba1d1 ICD implanted: (B)(6) 2014.

Event description:
It was reported that a remote transmission indicated some p wave undersensing of the atrial lead on stored electrogams. The lead remains in use. No patient complications have been reported as a result of this event.